Event description:
Diabetes counselor reported the patient was admitted to the hospital on (B)(6) 2013 with hyperglycemia above 600 mg/dl. She received stationary treatment and an insulin infusion. Diabetes counselor checked the infusion device history, and she found the piston rod was rewound on (B)(6) 2013 and was not connected with the cartridge plunger. The patient did not rewind the piston rod and believes the infusion device did this by itself. Diabetes counselor started the infusion device with new accessories, and within 15 minutes, an e4 occlusion error and e6 mechanical error appeared. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No e6 was found in the history, but a w6 warning was. The w6 is a subsequent warning from the e4 error. Only one e4 error was found in the history, and the occlusion limits were tested successfully. All programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.